Event description:
Customer reported that he fell down due to low blood glucose. Paramedics were called and she was transported to the hospital and was hospitalized in intensive care unit. Customer blood glucose reading was 28 mg/dl when paramedics arrived. Customer stated that the insulin pump got scratched and they are unable to read the screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.